Event description:
It was reported that a patient presented in the operating room for a system implant procedure. While implanting the right ventricular lead, it was difficult to properly grip the terminal pin with the tool even after using another tool. The physician used forceps and successfully completed the procedure. The patient was stable before, during and after the procedure.